Event description:
It was reported a red alert was received, indicating a high, out-of-range shock impedance measurement (125 ohms) from this right ventricular (rv) lead. Additionally, the physician noted previous higher impedance (133 ohms) and variable rv sensing amplitude measurements. As the currently implanted device is nearing replacement for normal battery depletion, the data was forwarded to boston scientific technical services (ts) to assess whether the rv lead should also be replaced. Ts discussed that the impedance increase was most likely clinical in origin, as it was very gradual and there was no evidence of over-sensing or noise that could indicate lead impairment. It was recommended to perform provocative maneuvers and isometrics at the next follow-up appointment. Additionally, commanded shock testing was discussed to measure the accurate impedance during shock delivery. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.